Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.